Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. The logs indicate the device shut down due to a low battery. The log also suggests the battery required calibration and the device was intermittently communicating to the battery for user advisories. The x series operator's guide (pn: 9650-002355-01) (rev: g) informs the user, "for best performance of the battery, you should recalibrate the battery as soon as possible" after seeing that calibration is required. The device and returned battery were put through extensive functional testing without duplicating the report. The battery communication assembly and battery were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shutdown. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.